Event description:
A falsely elevated troponin I result of 2.53/7.90 ng/ml was obtained on a pt sample. The result was not reported to the physician. The sample was retested and a result of 0.07/0.07 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was user error causing poor vessel was due to lack of maintenance.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was user error causing poor vessel wash due to lack of maintenance. A siemens healthcare diagnostics inc field svc rep was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.